Event description:
Allegedly, doctor was performing a laparoscopic inguinal hernia repair when pt was over inflated. The pt had a physical manifestation of subcutaneous emphysema as a result of over pressure. Pt was monitored until condition subsided. Condition of pt post operative is good.

Manufacturer narrative:
Eval with respect to overinflation confirms that unit functioned correctly during testing; the complaint could not be confirmed. The eval results included service maintenance; this service was not related to reported issue. The unit has not been serviced since its sold date in october 2002, karl storz recommends preventative maintenance such as a functional or safety test be performed once a year to ensure that unit is working properly. The hospital contact stated that 2 pts had been impacted in 2 different procedures with 2 different endoflators conducted by the same doctor; the issue involved over inflation. The doctor selected the settings on both units; staff could not confirm what number he selected as a setting. We believe the unit pt point was set too high in both cases.